Event description:
It was reported that 53 hours post a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion was located in the mid left anterior descending (lad) with 80% stenosis prior to the first diagonal with evidence of distal cutoff at the apex. The lesion was approximately 20mm long with a diameter of approximately 2.4mm. The lesion had moderate calcification, and the vessel anatomy was mildly tortuous. The lesion was not rigid and did not have a significant bend. The physician predilated the lesion with a 2.0x15mm maverick balloon at 6 atmospheres (atms) for a total of three inflations. Then the physician predilated the lesion with the same 2.0x15mm maverick balloon at 4 atms for a total of three inflations. After predilation, the lad had over 50% residual stenosis. The physician delivered the 2.5x24mm taxus express2 drug eluting stent to the lesion and deployed it at 18atms. The procedure was successfully completed with 0% residual stenosis. Clopidogrel was recommended for one year, and integrillin was prescribed for 18 hours. Medications used during the procedure included levonox and nitroglycerine. 53 hours later, the patient had EKG changes while in the cardiac unit. The patient experienced st elevation and chest pain. There was a 100% occlusion in the mid-lad in the 2.5x24mm taxes stent. A non-bsc thrombus extraction catheter and a maverick balloon of unk size were used to treat the thrombosis. The maverick balloon was inflated twice to 12 atms. Following treatment with the extraction catheter and balloon at the mid and proximal portion of the stent, there was reduced thrombus burden at the stent. Heparin and plavix were administered prior to the procedure. Medications used during the procedure included heparin. Clopidogrel was recommended for life, with a consideration for increased dose secondary to an aspirin allergy. Plavix and integrillin were used post procedure.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed,therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.